Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was rec'd from the patient. It was reported that no further steps were taken to resolve the issue - the device was no longer needed. Patient provided their weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the device had depleted and no steps were taken to resolve the issue. The dead battery had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient indicated to the scheduler that their device was no longer in service and does not working any longer. MRI guidelines and options were reviewed. It was asked but was unknown when the event occurred. No symptoms were reported. No further complications were reported/anticipated.